Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to high shock impedance of 200ohms, noise and a possible lead fracture seen on the x-ray. A new rv lead was implanted connecting it to the patient¿s old device which was functioning well and with good parameters. There were no adverse patient effects reported.

Event description:
--

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
--